Event description:
It was reported that the as lvp 20d dehp 3ss cv tubing fell apart. This complaint was created to capture the 3rd of 4 related incidents. The following information was provided by the initial reporter: "event #3 it was reported that tubing fell apart at junction of y-site and tubing (chemo - abraxane)". "Chemo - abraxane tubing fell apart at junction of y-site and tubing".

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint of separation at the y-site could not be verified due to the product not being returned for failure investigation. The root cause of this failure could not be identified without a failure investigation. A device history record review could not be performed because a valid lot number was not provided by the customer.

Manufacturer narrative:
Medical device expiration date: unknown. FDA notified?: the initial reporter also notified the FDA on date via medwatch # (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that doxorubicin leaked from the as lvp 20d dehp 3ss cv. This complaint was created to capture the 2nd of 4 related incidents. The following information was provided by the initial reporter: "event #2 it was reported that chemo drug doxorubicin leaked at injection site closest to the patient." "Chemo - doxorubicin leaking at injection site closest to the patient".